Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's niece reported via telephone call that the blood glucose was high and needed assistance to deliver a bolus. The blood glucose reading was 495 mg/dl. The caller declined troubleshooting. The insulin pump was not replaced or returned.